Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that after distal femoral cut, surgeon went to change the angle of the handle on the mics. When he unlocked the handle, he wasn't able to lock it again. Took at a look at the mics after the case, and noticed that a small grey plastic portion of the handle lock trigger was missing, resulting in a malfunction of the lock. Product evaluation and results: as per work order wo-(B)(4) and case number (B)(4) the alleged failure mode was confirmed. "Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Rtv reason: broken trigger". Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k0bge and accepted into final stock on 07/16/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot number k0bge shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
After distal femoral cut, surgeon went to change the angle of the handle on the mics. When he unlocked the handle, he wasn't able to lock it again. Took at a look at the mics after the case, and noticed that a small grey plastic portion of the handle lock trigger was missing, resulting in a malfunction of the lock. Case type: (B)(4). Surgical delay: 5 minutes.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
After distal femoral cut, surgeon went to change the angle of the handle on the mics. When he unlocked the handle, he wasn't able to lock it again. Took at a look at the mics after the case, and noticed that a small grey plastic portion of the handle lock trigger was missing, resulting in a malfunction of the lock. Case type: tka. Surgical delay: 5 minutes.